Manufacturer narrative:
A4-a6:unk. Claim#(B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -9.5/1.5/038 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2024. Refractive surprise was observed. The problem has not resolved. Cause of the event was user error with the device not performing as intended. Reportedly, "the clinic made a mistake with the cylinder axis in ocos."